Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that there was an inaccurate fluid administration involving heparin in the nicu. There was no report of patient harm.

Event description:
The customer reported that there was an inaccurate fluid administration to a nicu infant involving heparin. There was no report of patient harm. Received a copy of the customer's medwatch report from FDA, which states "250ml bag of heparin hung at 16:20 to infuse at 3.5ml per hour. At 21:15, the bag was almost empty. The pump was set correctly but infused the fluid incorrectly." An incomplete date of event of (B)(6) 2018 was provided.